Manufacturer narrative:
Device was received and evaluated. Device inspection found elevator channel inlet loose leaking. No image found. Ultrasound image found with multiple broken elements. The customer reported issue was confirmed. Furthermore, inspection found the forceps cover glue peeling. Pink rubber flabby. In addition, the a-rubber (bending section) was found to be non-olympus including the a-rubber glue. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
As reported, during reprocessing, the device failed a leak test. There is no patient involvement associated on this event. Device return inspection found the device forceps cover glue is peeling. Pink rubber is flabby. This report is being submitted for forceps cover glue peeling.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-jan-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.